Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation with an attached driver. Visual inspection of the as returned product identified fracture confirmed on threaded portion of screw. The hex head is damaged and rounded out. No pre-existing conditions were noted on the per. The device was used on an unknown tooth site for an unknown period of time prior to fracture. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now. The complaint history review revealed that no existing non-conformances/CAPA/hhe /d/ie/product holds for the reported device was found. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (iuniht). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. A definitive cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screw (iuniht) fractured inside the implant. Broken portions of the screw were removed. Implant is intact and remains implanted.